Manufacturer narrative:
Report # 1 of 2. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) indicated that during a cataract procedure a metallic looking particle was observed in the patient's eye. The particle was aspirated and removed from the eye. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One collection cassette assembly was returned in a cardboard box without the original packaging. The part number and lot number cannot be determined. The tubing from the collection cassette is attached to a balance salt solution bag. Fluid is visible in the collection cassette. The purple phaco needle and the needle wrench were also returned loose in a plastic bag. Microscopic examination of the needle found marring, dents/dings and scratches on the tip. The hub of the needle is marred and gouged with material missing, the needle wrench presented the slight damage inside the flats of the torque area. The fluid was drained from the cassette and the salt solution bag and poured onto a 0.45 micron filter. The fluid was then vacuumed through a filter in an attempt to trap any possible particle. The microscopic examination of the filter found only drops of organic appearance. No metal looking particles were found. Based on all information, no causal factors can be determined and no conclusion can be drawn.